Manufacturer narrative:
Complaint of particulate matter on item ch-72 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history report (DHR) lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.

Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
After using a chemoclave¿ vented vial spike, 13mm for compounding bulsulfan, small particles were reported. The solution was infused through the ch-12 adapter into the final bag. There was no report of any human harm.